Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing device data, non-sustained oversensing was observed on the right ventricular (rv) lead due to noise. Lead provocative testing was performed and the noise could not be reproduced. It was suspected that the noise was caused by electromagnetic interference (emi) when the patient was in the coronary care unit for a coronary artery bypass grafting surgery. No intervention was performed, and the rv lead will continue to be monitored. The patient was stable with no adverse consequences.